Event description:
The following information was reported: following deployment, during removal of the advancer tube from the tissue tract, appeared sealant was stuck to the distal end of the advancer tube and pulled out of the patient. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention coronary sheath size: 6f. Additional info: the user shuttled down completely. No significant resistance when shuttling down. No unusual force was applied when retracting the sheath.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhered to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. The review of the lhr (lot f1434901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).